Event description:
Caller reported that the t: slim x2 pump battery would not charge despite using the appropriate tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by using different charging cables and adapters, but the problem persisted. Consequently, tandem technical support decided to replace the pump. The customer was advised on handling the replacement and return of the malfunctioning pump. No backup insulin therapy was available, so the caller planned to contact their healthcare provider.